Event description:
The patient's attorney alleged a deficiency against the device. The pt has experienced pain, erosion, recurrence, bleeding, infection, bowel problems, urethral hypersuspension, and periurethral and vaginal scarring. On (B)(6) 2012: pt diagnosed with urethral hypersuspension and vaginal mesh erosion, and underwent cystoscopy, left ureteral stent placement, transvaginal urethrolysis, focal excision of cystocele mesh erosion (periurethral scarring was lysed, and clumps of blue mesh and white mesh were excised), focal patch graft using porcine small intestine submucosal (sis).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced difficulty initiating voiding, dysuria, frequency, urgency, hesitancy, periurethral tenderness, vaginal tenderness, grade one to two rectocele, chronic inflammation of vaginal edges, tenderness of the trajectory of the sling, estrace was prescribed for vaginal atrophy, discomfort, trouble with bladder and bowels, left side of the vaginal wall had clear mesh erosion, and recurrence of stress urinary incontinence.